Event description:
It was reported the device exhibited a motor rate error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: device evaluation: both tamper seals are intact. Bottom case is cracked. Motor rate error displayed in event history log. Occlusion test, and inspected the motor. The motor shaft spins freely. Motor shaft spins freely causing the motor not to work as intended. Replaced stepper motor. Replaced cracked bottom case. Cleaned, greased, calibrated, and performed all functional testing which passed. The motor shaft spins freely causing the motor not to work as intended.product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.